Event description:
It was reported that the device was used during a wedge resection. It was reported by the rep that when the device is fired and released from the tissue, the staples are formed, but a thin membrane of lung tissue about 2cm in length remains on each occasion. He inserted a long mayo to transect the tissue. There was no consequence to the pt.